Event description:
It was reported that the t:slim x2 pump battery would not charge. The customer's blood glucose level did not exceed 500 mg/dl, indicating no severe impact. The customer was advised to plug the wall adapter into a functioning outlet for 30 minutes, which resolved the charging issue. Despite a pump shutdown, the situation was managed by resetting critical components and instructions to monitor and return for further assistance if necessary.